Event description:
Additional information later received reported the cause of the pump ¿drooping down¿ was body weight change.

Event description:
It was reported the hcp move the pump from the right abdomen to the right hip area because the patient complained that the pump was drooping down in the abdomen and ¿felt heavy¿. The patient stated that it had been this way for about 1 year. The patient¿s pump was relocated on (B)(6) 2014. The patient still had and had always had effective therapy. The patient status at the time of the event was indicated as alive, no injury. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6), product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).